Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button cover was loose and the switch was contaminated causing the button to be intermittently non-fucntional. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were intermittently non-functional.